Manufacturer narrative:
This device is used for treatment, not diagnosis. Patient ID case # (B)(6). Hospital questionnaire received on (B)(4) 2013. Consultant clarified condylar plate was implanted in patient and will not be returned for evaluation;not previously reported. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number was provided for the part.

Event description:
It was reported that on (B)(6) 2013 during a left femur fracture procedure: the aiming arm - insertion guide (part 324.011) would not line up with the condylar plate 02.001.302. The surgeon then used periarticular aiming arm (part 03.120.011) from the percutaneous set and it broke while being assembled. The reporter stated that the percutaneous aiming left arm (part 03.120.011; lot 18710702) and the bolt sheared off during the assembly. Both aiming arms (the insertion guide/periarticular aiming arm) were un-usable during the procedure; this delayed the procedure by 35 minutes. The reporter also stated the insertion guide did not work, the surgeon was using with the second part to test if it worked. The reporter clarified: the part definitely sheared off, the aiming arm was misaligned with the plate and another plate was used because of the misalignment of the outrigger. There was no patient injury reported. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The product development evaluation was revisited/completed for clarification purposes. Supplemental details provided on the design of part 03.120.011 - periarticular aiming arm lot # 1810702 for 4.5 mm lcp condylar plates (left). The current design of part 03.120.011 returned was manufactured in may of 2008 prior to may 2009 implementing numerous changes to the assembly. The updated product development evaluation concluded: the current designs of aiming arm, part # 03.120.011 and insertion guide, part # 324.011 are adequate for their intended use and did not contribute to the complaint condition of misalignment. Data correction: the manufacturer date for one part 324.011, distal femur liss insertion guide-left, lot # 2524568, manufactured on 9/2009 was returned with the complaint category misalignment (the date of 11/2009 was changed to 9/2009).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 12/20/2013. The product development evaluation was completed. (B)(4).